Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced occasional r-wave undersensing during arrhythmia, as noted on a monitor transmission. The rv lead remains in use. No patient complications have been reported as a result of this event.